Manufacturer narrative:
One side of the split driver drive feature is fractured/missing. The fractured surface was examined with the aid of a 5x loop. The fracture surface is non-planar and exhibits some signs of wear along the bottom periphery. Based upon the wear pattern, it is believed that the fracture was initiated at some earlier point in time and progressed over many uses until complete fracture occurred. Review of device history record (B)(4) found 31 pieces of lot 3200mm were received from supplier, medical machining, and released for distribution on (B)(6) 2014 with no deviation or anomalies. Two-year complaint history review found one previous report of this nature for this lot. No corrective actions are being recommended at this time since the device has met its useful life and the design was subsequently updated to a non-split design configuration.

Manufacturer narrative:
(B)(6). Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that during procedure performed on (B)(6) 2018 in the (B)(6), when placing the final screw the tip of the driver broke. The tip was able to be removed from the head of the screw and the procedure was completed using another driver readily available in the set, with no delay to the procedure. No tap or drill was used to prepare the bone prior to insertion.